Manufacturer narrative:
Review of procedure (B)(6) shows movement throughout the procedure. Patient movement observed during the laser procedure is the likely cause of the reported full thickness arcuate incision. System functioned as designed. No further clinical follow up required.

Event description:
On (B)(6) 2025, while cas was on site for surgery support, doctor (B)(6) reported that on (B)(6) 2025, during procedure ID # (B)(6), he experienced a full thickness arcuate.